Manufacturer narrative:
As stated by the instructions for use, error 5 is signaled by the pump in case of irregularity in the pusher advancement. The service found out that error was linked to a motor failure (motor interruption): the motor brushes underwent a treatment with detergent and lubrication with bechem grease, then the service proceeded with the regular maintenance service on the pump, along with the replacement of the display. Device evaluated, repaired and returned to the distributor/user. No patient involvement.

Event description:
The customer reported "bleeding display". The service found out that display was stained, moreover the pump gave "error 5".